Event description:
A report was received that after an implant procedure, the patient experienced left arm and left leg weakness. Computed tomography scan revealed that the patient was having an epidural bleed around the cervical paddle lead. The event was probably device and procedure related. The physician explanted the cervical lead and the blood in the area was evacuated. The patient received platelets and steroids. The patient was reportedly doing well and the weakness was improving.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70 serial (B)(4). Description: artisan surgical lead, 70cm the explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.